Event description:
While attempting to remove a screw from a patient with a cannulated screw driver, the tip of the screw driver broke off inside the patient. The broken piece was retrieved by the surgeon. No injury to the patient.